Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, cracked keypad overlay, cracked case behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 102 mg/dl. The customer reported that there was crack was crack seen on the battery compartment. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.